Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported break was able to be confirmed as there was a 0.5mm gap between the polyethylene to coil junction. The reported difficult to remove was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or other devices resulted in the noted bend on the core; thus resulting in the reported difficulty to remove. Manipulation of the device resulted in the reported break/noted gap between the polyethylene to coil junction. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the non-abbott pigtail catheter was advanced on a hi-torque (ht) versacore guide wire without resistance. During guide wire removal, the guide wire felt resistance with the catheter and the devices became stuck and were removed from the patient anatomy as a single unit. The guide wire was inspected after it was removed from the patient anatomy, and the guide wire remained in one piece; however, the coil was observed to be separated near the solder joint, and the inner core was held together. The procedure was successfully completed after the first versacore guide wire was removed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.